Event description:
As reported: "I have been advised today that a patient that has a custom stanmore implant in situ, fell on the ice and has broken her bone above the end of the cemented tip of the prosthesis (left proximal femur). Surgeons looking after this patient do not wish to share any further information about this case and will proceed to revise this patient with whatever is available on the shelf". Implant is a custom distal 1/2 femur, left side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.